Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she has been experiencing high and low blood glucose levels. The customer stated that she was at an appointment with her endocrinologist, and he gave her a manual injection for a high blood glucose. The customer then drove to pick up a prescription, and woke up inside an ambulance, being treated for a low blood glucose of 26 mg/dl. The customer drove after being treated, and felt that her blood glucose was dropping again. The customer stated she ate, and continued driving home, and her blood glucose was 86 mg/dl when she made it home. The customer stated that she will be speaking with her doctor about the issues. The customer did not feel the need to troubleshoot as she felt the issue was with the active insulin that is programmed in the bolus wizard. The customer feels that it needs to be adjusted. Nothing further was reported.